Manufacturer narrative:
Concomitant medical products: t510-31h tissue valve, implanted: (B)(6) 2000; 310c27 tissue valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing, the lead remains in use. No patient complications have been reported as a result of this event.